Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that there was a chronic total occlusion and mild calcification was observed. After a test cut, four cuttings were performed with the flexi-cut and the nosecome was cleaned. Then the flexi-cut was re-engaged and pressurized, but the balloon ruptured at 50 psi. Another flexi-cut was used to complete the procedure. No add'l event or pt info is avail.

Manufacturer narrative:
.